Event description:
The customer called and reported experiencing high blood glucose up to 400 mg/dl. Customer stated that when she would try to correct, her blood glucose would not come down, until she changed out the set. At the time of this report, the customer's blood glucose was 385 mg/dl and she experienced a recurrence of these events. Customer stated the reservoir caps had plastic bits come off the end. She further stated she thought there were air bubbles, but primed them out. The customer declined to troubleshoot, stating she would monitor her blood glucose, which was coming down at that point.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-71746 regarding this event.